Manufacturer narrative:
On an unreported date, in the same month as peritonitis onset, the patient passed away due to an unreported cause. It was not reported if the patient recovered from the peritonitis event prior to death. It was not reported if physioneal therapies were ongoing until the time of death or if an autopsy was performed (no further detail was provided). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by diarrhea and abdominal pain. The cause of the peritonitis was not reported. The following day, the patient presented to the emergency room and was subsequently hospitalized for the event. The patient was treated with unspecified antibiotics. Physioneal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event. No additional information is available as the reporter declined to provide any further information.